Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false air in line alarms. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported constant false air-in-line alarms was found through a review of event history log. However, it cannot be determined if the alarms are true or false. The opportunity to determine cause has been lost. The device was calibrated and specifications were tested to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.